Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in main trachea to treat a tracheal tumor during a fiberoptic bronchoscopy procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous or dilated prior to stent placement. During the procedure, the stent could not be deployed and was removed from the patient partially deployed. The procedure was completed with another of same device and also stated that the procedure was canceled. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event stent partial deployment.

Manufacturer narrative:
B5, e1 (initial reporter address, initial reporter city, initial reporter zip/post code) and g2 (report source) have been corrected. H6: imdrf device code a15 captures the reportable event stent partial deployment. H11: an ultraflex tracheobronchial covered distal release stent and delivery system were returned for analysis. The stent was received partially deployed. Visual inspection found that the shaft was kinked. Functional inspection related to the deployment of the stent was performed by pulling the finger ring; the stent deployed without problems. Media analysis revealed a photo of the anatomy of the patient and a photo of the stent partially deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. The investigation concluded that the reported event and the observed problems were most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. The damage may have prevented full stent deployment during the procedure, resulting in the partial deployment confirmed during product analysis. Therefore, a review and analysis of all available information indicated the most probable cause of the reported events is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in main trachea to treat a tracheal tumor during a fiberoptic bronchoscopy procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous or dilated prior to stent placement. During the procedure, the stent could not be deployed and was removed from the patient partially deployed. The procedure was completed with another of same device and also stated that the procedure was canceled. No patient complications were reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device was provided, revealing the ultraflex tracheobronchial stent was partially deployed outside the patient.